Manufacturer narrative:
Weight/ ethnicity unknown/asked but unavailable. The device was not returned for analysis, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right (od) eye due to unexpected refractive surprise. The replacement lens is the same lens model at a lower diopter, 21.5. There was no patient injury. Reportedly, the patient is doing good post surgery. No further information provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: apr 14, 2022 section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received inside a specimen cup. Visual inspection under magnification was performed and revealed that the lens had ovd (ophthalmic viscoelastic device) on the optics and haptics. The lens was cleaned and visually inspected under magnification and scratches were observed. No issues related to or could have contributed to visual issues were observed. No additional issues were observed with the returned product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.